Event description:
During pulmonary angiogram monitor failed, blacked out several times though all connections secure when checked. Unable to run pulmonary reading strips for doctor. Unable to run ECG strips.